Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun italy s.p.a. (Manufacturer). This report has been identified as event two of b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: event 2. Very small white floater found during final inspection. No patient involvement.

Manufacturer narrative:
Exemption number e2013017. (B)(4). This report has been identified as event two of b. Braun medical inc. Internal report number 400406632. Two (2) samples were received for evaluation. The bags were visually inspected and no evidence of any particles were found in either of the two bags. Afterwards, both samples were delivered to the biological laboratory for filtration on a black membrane, and no particles were found. Review of the device history record performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.